Event description:
It was reported that the brake button malfunctioned. A 1.75mm rotapro was selected for use in an atherectomy procedure. Ablation was successfully performed. While attempting to insert the wire clip into the rear end of the advancer while in dynaglide mode, the brake release button would not depress fully. The wire clip was not able to be inserted. This was attempted multiple times, but the button would not push in far enough to let the wire clip slide in. The device was removed by pressing the brake release button manually, which released the brake and operated normally. The rotapro was removed from the patient. Balloon angioplasty and stenting was performed post atherectomy. No patient complications were reported.

Event description:
It was reported that the brake button malfunctioned. A 1.75mm rotapro was selected for use in an atherectomy procedure. Ablation was successfully performed. While attempting to insert the wire clip into the rear end of the advancer while in dynaglide mode, the brake release button would not depress fully. The wire clip was not able to be inserted. This was attempted multiple times, but the button would not push in far enough to let the wire clip slide in. The device was removed by pressing the brake release button manually, which released the brake and operated normally. The rotapro was removed from the patient. Balloon angioplasty and stenting was performed post atherectomy. No patient complications were reported.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The brake, advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the brake and device presented no damage or irregularities. Functional testing was performed by testing out the brake. There was no irregularities and the brake worked as designed. The wire clip used in the procedure was not returned for analysis, so a test wire clip was used for additional functional testing of inserting and removing the wire clip in the advancer with no resistance or issues. Product analysis did not confirm the reported event, as there was no damage to the brake and it functioned as designed with and without a wire clip.